Event description:
It was reported by service report that the support litter bracket was broken causing the fowler to no longer support patient weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler; litter support bracket.